Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: the surgeon fired the stapler even though the green indicator was not completely visible. The donut tissue specimen was normal, however, the staple line was incomplete. A new instrument was used to complete the procedure.

Manufacturer narrative:
Initial report sent: 04/10/2008.